Event description:
It was reported that the patient has severe skin flap wound healing problems. During a check on (B)(6) 2011, it was seen that the area looked a little dusky and the doctor thought that possibly she was getting a compression necrosis from her glasses. On (B)(6), she was seen again with a couple areas of wound breakdown; none near the implant. Things got worse; by (B)(6) 2011, the wound was opened and drained. A culture showed light growth of (B)(6) and it was treated appropriately. The wound closed by (B)(6) 2012, check up, but, when the patient was seen on (B)(6) 2012, there was dehiscence. No sign of infection at this time. The patient is keeping a sterile dressing over the wound. As per information received on (B)(4) 2012, the surgeon intends to reposition the implant away from the dehiscence.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
The patient underwent a repositioning surgery, and the device was rotated counter-clockwise for approximately 45 degrees. The wound site was dressed with an antibiotic bandage and has been healing nicely according to the surgeon. Everything is fine now. Therefore, the complaint has been closed out. Reopening if the patient should have further difficulties at a later date. Due to currently available information, it seems that the problems occurred due to an extrusion of the implant. The extrusion is thought to be a consequence of skin compression caused by wearing glasses.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or problem which would explain for the problem reported. This finding was expected, because according to the pt report the device was explanted for medical reasons. The device extruded through the skin, likely as result of glasses being too tight. The pressure applied caused a necrosis of the skin and a partial implant extrusion. The active electrode array was left in the cochlea for an eventual future reimplantation. This is a final report.

Event description:
It was reported that the pt has severe skin flap wound healing problems. During a check on (B)(6) 2011, it was seen that the area looked a little dusky and the dr thought that possibly she was getting a compression necrosis from her glasses. On (B)(6), she was seen again with a couple areas of wound breakdown; none near the implant. By (B)(6) 2011, things got worse. The wound was opened and drained. A culture showed light growth of (B)(6) and it was treated appropriately. The wound closed by (B)(6) 2012, check-up, but, when the pt was seen on (B)(6) 2012, there was dehiscence, no sign of infection at this time. The pt is keeping a sterile dressing over the wound. The pt was seen again on (B)(6) 2012 with the implant totally extruded.